Event description:
It was reported that prior to a procedure, when they pulled the device out of the package, they found it was not assembled. It was not attached to the grey sleeve. The rubber sleeve was torn dow one side. They got a new one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 12/04/2008. Info anticipated, but unavailable at this time.